Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed low amplitude noise on the rate/sense electrogram causing one nonsustained episode, and pacing inhibition in a pacer dependant patient. The lead measurements are normal and stable. The noise could not be recreated.